Event description:
Philips received a complaint on the dfm100 indicating that the device does not turn on without an ac cable, battery capacity not displaying. No patient involvement at the time the issue was discovered. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
It has been reported the battery capacity not displaying and doesn't turn on without an ac cable.